Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During flow testing with loaded set the device was found failing as it under infused under specifications. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plates. The pressure plates require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under delivering or barely passing flow testing. This occurred during testing. There was no patient involvement. No additional information is available.